Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose of 560 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. No damage to the drive support cap noted. The insulin pump failed the high pressure test, and alarmed motor error. Nothing further was reported.